Event description:
It was later reported that three steam pops were noted intraoperatively at11:52:15, 11:52:43, and 12:32:28. The catheter was immediately inspected. After the first two consecutive steam pops, the catheter appeared to have char formation. The sphere-9 catheter was replaced.

Manufacturer narrative:
Correction: b5, h6 (annex b, annex d). All information from MFR report # 3012520654-2025-00232 shall now be represented in all reports associated with this record. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was also later reported that when the levels dropped and caused the stop in lesion delivery, additional errors occurred "returns 1,2,3,4 current balancing fault".

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The case log files and 3d map images were analyzed. The lesion data for the case could not be procured to verify these specific lesions, the case data found did not corroborate the lesion times stamps for steam pops that were noted in the complaint description. In conclusion, the reported "material in tip" issue was confirmed through data analysis. The reported "steam pop" issue cannot be observed through data analysis. The physical product, afr-00001 sphere 9 catheter with lot 0232246750, is pending return for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the physician bumped the patient's left bundle branch, resulting in a left bundle branch block (lbbb). Scar formation was noted at the base of the left ventricular (lv) conduction system. During radiofrequency (rf) delivery, the current level dropped, causing a sudden stop in lesion delivery, and this error persisted throughout the procedure. The case was completed. It is unknown if the electrical block persisted or if it was present at discharge. It is unknown if there was any intervention for the lbbb. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: afr-00003, (serial: (B)(6)); product type: 2004-mapping hardware; product ID: afr-00004, (serial: (B)(6)); product type: 3294-generator; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.